Manufacturer narrative:
(B)(4).

Event description:
It was reported the (clinical study) patient was admitted to the hospital on (B)(6) 2016 due to right sided, groin tenderness. The patient was monitored overnight and their symptoms improved the following day. Per medical personnel, the patient's issue was procedure related and not device related.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.